Event description:
In 2008, or nurse reported that a female was undergoing a study, and having a left upper ureter culture to rule out infection. She reported a tube over heating message appeared on the generator console, and a few minutes later they lost fluoro. The physician had been using fluoro for a long period of time since this was a difficult case. After waiting several minutes to let the x-ray tube to cool down, the physician retried to fluoro but another message appeared, fluoro foot pedal not engaged. Physician was not able to fluoro, but he could take spot films and completed the procedure. Customer reported no injuries to the pt.

Manufacturer narrative:
Liebel flarsheim manufacturing report: hospital's clinical engineer reports this was user error. The field service engineer arrived on site in 2008, and was informed that he would need to reschedule, as the unit was working and currently being used. The fse rescheduled and revisited site three days later. The fse checked out the system per service manuals. The system was operating properly per manufactures specifications. The foot pedal error message would be expected, if the unit was operated as described by the rn. System was returned to full service by the customer.